Event description:
Complainant alleges bone morselizing machine failed to function properly and connection hose ruptured causing surgical field to become grossly contaminated and leading to severe infection. Lawsuit papers state that the machine was manufactured and sold by depuy and the hose is sold and manufactured by another MFR. There is no pt info.